Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01120.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the two pod coils into the lantern too quickly and kinked both pusher assemblies. It was reported the physician had experienced resistance. Therefore, the pod coils were removed. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.